Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer reported the drive support cap appears normal. Customer also stated that the missing the dome label sticker off the end of insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08775 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No motor error alarm noted during bolus or basal delivery. The motor was tested outside of the device and passed. No missing or damaged address or serial number label. Device had a missing end cap sticker, cracked battery tube threads, broken belt clip slot near the battery tube side, cracked display window, cracked case at the display window corner, scratched reservoir tube window, cracked reservoir tube lip. And a small crack on the end cap. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).